Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had an access issue, and the screen flashed briefly and rebooted when drawer 6 was accessed. As per part investigation, it was determined that there was thermal damage and exposed copper strands along cable and thermal arcs on station back panels. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section e other occupation. Part analysis: the station having drawer access issues was confirmed by the field service engineer. This assessment was supported by the dchu investigation team based on the investigation findings. The field service engineer evaluated the station: inspection of drawer 6 revealed a charred bus cable within the main assembly, which was subsequently replaced . The field service engineer then successfully performed the final acceptance test visual inspection of the returned pyxibus cable revealed thermal damage and exposed copper strands along the cable; and review of the field service engineer's provided photo showed additional evidence of thermal arcing on the station back panel. The provided photo depicts an old design station back panel. The new design station back panel features beveled edges (referenced in bd pyxis¿ products communication 1830 bd pyxis¿ cubie system, new full-height drawer slides and back panel) damaged pyxibus cables are indicative of station and/or drawer issues . The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer access issues was determined to be a malfunctioning pyxibus cable resulting from thermal damage, as confirmed by the field service engineer. The thermal damage occurred when the cable became damaged and subsequently shorted while attached to, and in use with, an old design station back panel, which does not have beveled edges.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was access issues to drawer. A field service engineer (fse) had inspected drawer 6 and found a charred bus cable in the main module. The cable was replaced, and no additional issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had an access issue, and the screen flashed briefly and rebooted when drawer 6 was accessed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.